Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by the customer cleared the alarm, resumed insulin delivery, stopped eating, relied on basal insulin to lower their blood glucose and at times delivered a bolus via the pump. The customer changed out the infusion set and cartridge to address the issue.